Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an iw980 wall mount infant warmer had a cracked heater head. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The infant warmer was not returned to fisher & paykel healthcare for evaluation and the customer did not respond to fph's follow up email communications. We requested photographs of the reported damaged parts but to date no response has been received. Our investigation is therefore based on information provided by the customer and our knowledge of the product. The customer had reported that the infant warmer head was cracked. Given the age of the infant warmer (11 years old), it is likely that the reported cracking of the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an iw980 wall mount infant warmer had a cracked heater head. No patient consequence was reported.